Event description:
A new clinical staff member keyed in a 13 minute treatment instead of 1 minute 30 seconds specified for a uvb treatment. Treatment was shopped after approximately 5 minutes. Event was caused by operator error. Last week dr began uvb treatments on pt. Uvb time for first treatment was 1 minute. In 2002, during second treatment, a new clinical staff member was to advance the time to 1.30 minutes. Instead, staff member keyed 13 minutes. Staff member asked another staff member to check what staff member had keyed and the second more experienced employee, immediately stopped the puva machine at a little over 5 minutes. The patient was questioned and reported they were fine. The patient was seen again today and presented with 2nd degree burns. Dr spoke at length with the patient and reporter did a follow-up telephone call. Pt understands this was an operator error. Reporter will be talking with this patient again on monday to see how they are doing. Pt also has another appt with dr next thursday.